Event description:
The customer returned the xxxxx to the service center for a separate issue. During the device analysis, the regional repair center (rrc) indicated that no image was found. It was determined that the due to damage on endoscope connector, the monitor shows a black screen with no image, and the image never returns to normal. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on endoscope connector, the monitor shows a black screen with no image, and the image never returns to normal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Supplemental MDR is being submitted to provide a correction to the product name in b5. The correct product name is bronchovideoscope.

Event description:
Supplemental MDR is being submitted to provide a correction to the product name in b5. The correct product name is bronchovideoscope.